Manufacturer narrative:
Eval result: brakes operated to specifications, enclosure assembly.

Event description:
It was reported by svc report that the brake pops off and the stretcher zooms in reverse only. No pt involvement or adverse consequences are reported.